Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation or vigilance reporting.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal kitted swab in hospital facility. No other testing was performed (retesting or confirmatory testing). The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.